Event description:
It was reported that the pts auditory performance has decreased. No head trauma has been reported or observed clinically.

Manufacturer narrative:
(B)(4). The device has not been explanted. Is it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.